Event description:
It was reported that during an arthroscopic surgical procedure, the vapr 3.5mm side str -ea device was suspected to be defective and the device could not be used. During in-house engineering evaluation, it was determined that the device would not coagulate and fell apart. A spare device was used to complete the procedure successfully. There was no surgical delay to the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization the date of event was unknown but was known to have occurred in 2025. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that device was not received in its original packaging. The handle and plug did not show any signs of damage. The device was connected to the test generator, using a test handpiece, as a result, it was found that the device was recognized as intended. In the coagulate and ablation modes the device was not functioning as intended using the footpedal. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was received only in the bag, no anomalies could be observed on the device. The device failed the functional footswitch activation test and the return continuity electrical testing. The continuity between the pcb return pad and return solder joint on the pcb was checked and found to be connected, however the connection between the pcb solder joint and the distal return tube was not connected, indicating a break between the solder joint and return tube. The proximal housing was removed, and a failed solder joint was identified between the return wire and return tube. The customer's device was manufactured in september 2024. A DHR review has been performed on the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer reported that the device did not function. A break between the pcb return solder joint and the connection to the return tube was found inside the rear proximal housing. The complaint can be substantiated. The complaint device has been returned to atl UK for investigation. From investigation were able to confirm a fault with the device which would explain the reported event by the end user that the electrode did not work. During the investigation the complaint device was found to fail both electrical (return continuity) and functional (no activation on ablate or coag) testing. The proximal cover of the electrode removed which revealed the return wire not fully connected to solder / return tube due to a poor solder bond. The root cause of the defect can likely be assigned to a manufacturing defect due to an inadequate solder bond being applied during manufacturing causing an intermittent connection - human error. It is likely the poor solder bond to the return wire was making an intermittent contact during the manufacturing process which allowed the device to pass electrical testing and then deteriorated further during transportation. A review of the product pfmea document shows defect has been considered. That gives risk level of 9. Loss or deterioration of function could lead to the procedure delay and as an outcome of that to the increased procedure time-patient being under anaesthetic for extended period of time. While for this device the frequency of occurrence falls within the expected rate, a CAPA has been raised to investigate into this failure mode. The likely assignable root cause of this complaint can be attributed to the atl UK manufacturing process. This defect will be further investigation under the scope of atl UK CAPA. The overall complaint was confirmed as the observed condition of the vapr 3.5mm side str -ea would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received and attributed to a manufacturing error. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.